Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg site had been oozing clear liquid after implant. Surgical intervention was undertaken on (B)(6) 2022 where the ipg was buried deeper, but the wound had reopened again. As a result, further surgical intervention was taken where the patient's system was explanted.